Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. After the guidewire was crossed, a 2.0x20 non-boston scientific balloon was advanced, but it was not possible to cross the lesion part. A 1.5mm x 20mm x 142cm coyote es balloon catheter was then used; however, it ruptured at 8 atmospheres during the initial inflation. The dilation was then performed using 2mm balloon of the same product, and the procedure was completed. No complications were reported.